Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/13/2023. Photographs were provided by the account. Signs of clinical use and evidence of blood and charred material were visible on the shaft and jaws. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was not clearly visible in the photos. The black shaft was observed to be peeled and flared up near the jaws. An investigation was conducted on 03/23/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were visible on the harvesting device and cannula. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be intact with no visual defects. A microscopic inspection was conducted. The black shaft was observed to be peeled and flared up near jaws, exposing the internal components of the device. Based on the returned condition of the device and investigation results, the reported failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000281471 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, they noticed as they were cutting the branches that there was bleeding from the branches and removed the cutter for inspection. The patient bleed more than intended but no additional blood transfusion was required. On inspection, they noticed that the plastic behind the jaws was peeling but completed the harvest with the same device. Nothing fell in the patient. The jaws were not open during the insertion of the tool into the cannula. No resistance was noted. There was no adverse effect on the patient.